Event description:
It was reported that the patient had 2 xact stents placed in the left and right carotid arteries in (B)(6) 2011, and one xact stent placed in a new stenosis in left carotid, in october 2012. The initial stents were placed one week after she experienced a stroke. Since the initial procedure, the patient has experienced congestion, headaches, pain where the stents are implanted, vertigo and nausea. She had notified her physician prior to the stents being implanted that she is allergic to nickel; however, the physician believed the stents needed to be implanted. She is currently taking pain medication for the headaches and pain in the stents. The physician stated that there is no issue with the implanted stents and the patient should refer to her general physician to find out if she is having issues not related to the stents. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of allergic reactions (hypersensitivity), headache, and pain are known observed and potential patient effects as listed in the xact carotid stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The additional xact devices referenced are being filed under separate medwatch reports.